Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged. Customer replaced usb cable to resolve the issue. There customer's blood glucose was not impacted.